Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of bilateral pulmonary emboli and lower extremity deep vein thrombosis was admitted to the hospital and scheduled for vena cava filter placement. The right internal jugular vein was accessed and an inferior vena cavagram was performed which did not demonstrate evidence for inferior vena cava thrombosis. A retrievable filter was deployed and position was confirmed by repeat venography. Following filter placement, a flush catheter was advanced to the left and right pulmonary arteries and pulmonary artery angiograms were performed. In the left lung, embolus was identified; however, there was good perfusion. On the right side, a larger embolus was identified which was non-occlusive. The patient demonstrated mild dyspnea, therefore, pulmonary thrombolysis was deferred. A quadruple lumen central line was placed in the right internal jugular vein and the tip was confirmed in the atriocaval junction. The patient tolerated the procedure well and the catheter was sewn in and dressed appropriately. Approximately three days post hospital admission, the patient was discharged home. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation of the ivc wall and detached filter limbs as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment the filter allegedly perforated the vena cava and the patient experienced bleeding. Approximately eight months post filter deployment, the filter was allegedly removed via an open abdominal procedure. It was further alleged the filter detached; however, it was unknown if filter limbs remained in the body or if the detached limbs were removed. The patient alleges to experience muscle weakness and permanent disfigurement. Based on a review of medical records received, the patient with history of bilateral pulmonary emboli and lower extremity was admitted to the hospital and had a vena cava filter deployed. The patient tolerated the procedure well and was discharged three days post hospital admission. No additional information was provided in the medical records received.